Manufacturer narrative:
Analysis identified no anomalies.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a manufacturer¿s representative (rep). The patient was receiving fentanyl (1,000 mcg/ml at 48 mcg/day) and bupivacaine (10 mg/ml at 0.48 mg/day). The date of the pump explant was (B)(6) 2017. The rep spoke with the patient pre-op, and he reported loss of pain control, nausea, vomiting, and sweating (B)(6). The pump logs note a motor stall on (B)(6) 2017, with a recovery on (B)(6) 2017. Per the programming printout, it looked like the patient¿s rate of fentanyl was decreased to 48 mcg/day, from 100 mcg/day. It was unknown what diagnostics/troubleshooting were performed. The patient reported no environmental factors. He had not had an MRI around that time, nor any falls or accidents. The issue was resolved. The patient status was alive ¿ no injury. No further complications were reported or anticipated. The patient¿s concomitant medications included oxycodone, naproxen, levothyroxine, famotidine, baclofen, vitamin d3, venlafaxine, at orvastatin, desyrel, and effexor. The patient¿s medical history included post-laminectomy syndrome, seizure disorder, oa (interpreted as osteoarthritis), anxiety disorder, ulcer disease, and insomnia. Additional information was received; the pump logs were received. It was noted that the motor stall occurred on (B)(6) 2017 at 11:03, the ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2017 at 11:03, and the recovery occurred on (B)(6) 2017 at 14:41. Additional information was received a healthcare provider (hcp) via a clinical study. The patient returned to the clinic on (B)(6) 2017, and reported an increase in pain the back, nausea and vomiting for 1-2 weeks, and coryza. It was also noted that the patient ¿has chronic flushing. Denied diarrhea (but rather constipation.¿ the patient did not appear to be in distress. The pump was interrogated on the same date, revealing the motor stall. The device diagnosis was pump motor stall, and the clinical diagnosis was increased pain. The pump was explanted/replaced on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. Additional information was received. It was noted that the report of the pump dying was clarified as the motor stall. Troubleshooting included reading the logs, and the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via manufacturer representative (rep) indicated that the patient was saying the therapy has "never worked" for them and "never seemed to do the job" as they were not getting what they felt was appropriate pain relief. It was reviewed this pump was implanted for 2 years and then replaced. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-mar-06 regarding the patient's implanted infusion pump containing fentanyl (dose and concentration unknown). The indication for use was non-malignant pain. The patient reported taking oxycontin. It was reported that the patient's pump died about a month or two ago, and the patient was scheduled for surgery on (B)(6) 2017 to replace the pump. The patient was not sure if he wanted the pump replaced, and was redirected to his healthcare provider to discuss pump replacement options. It was unknown why the pump stopped, and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.